Manufacturer narrative:
Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, reported that initially the pim leak test failed after installing a new safety disk. The fse resolved the issue after re-installing the safety disk correctly into the pneumatic interface module and tightening the catheter input port connector fitting. Subsequently, the fse performed a full and passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is different from the contact at the facility. The contact information is as follows (B)(6), bio-medical engineer. The first name of the initial reporter has been abbreviated,the full name should read (B)(6).

Event description:
It was reported that during scheduled service for an installation of safety disk, a getinge field service engineer (fse) found that the pim leak test failed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.